Manufacturer narrative:
We received one 12tlw805f35 catheter returned inside of the blue sheath and what appeared to be the stylet wire protruding out of the catheter tip . The stylet cap was returned detached from the stylet. Examination of the stylet wire found what appeared to be adhesive where the cap is normally bonded. An attempt to pull the stylet wire out of the catheter tip was achieved by twisting the stylet wire while pulling. Examination of the catheter tip found what appeared to be clamp marks or cuts in the side of the tip. Examination of the catheter body also found what appeared to be a puncture 8.5cm proximal of the catheter tip. The puncture appeared to have been made from the inside out and entered the distal lumen. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that before use, upon removing the fogarty catheter, the stylet was caught and the white cap broke off and stylet was left in the catheter in the blue tube. No patient injury